Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of brok - physically broken / tamper seal - broken - sticker peeled off after multiple testing of devices was confirmed. On 23-oct-25 unboxed and paperwork was received. Report dead pixel was unable to confirm. Route the device to san diego repair center for normal processing. Recommended bd san diego repair center to proceed with their normal processes. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had display - dead pixel. There was no patient involvement.